Manufacturer narrative:
H10: the lot number was provided for 1 out of 5 malfunctions, therefore a lot history review was performed. The devices were not returned for all the five malfunctions. Therefore, the investigation is inconclusive for the alleged leak issue. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: g4. H11: b5, h6( method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicates that model 0600520 chronic catheter allegedly experienced fluid leak. The information was received from various sources. All the five reported malfunctions involved patients with no reported consequences. All the five reported malfunctions were female patients, and three patient's age is 2 years old and one patient weight is 5 kg. The remaining patient's age and weight were not provided.

Manufacturer narrative:
Of the five devices, 1 lot number was provided and lot history review will be performed. Of the five reported malfunctions, the return of the sample is pending for one malfunction and for remaining four malfunctions, devices were not returned for evaluation. For one malfunction, the company is still investigating the issue at this time. For the remaining four malfunctions, the investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicates that model 0600520 chronic catheter allegedly experienced fluid leak. The information was received from various sources. All five events involved patient with no reported patient injuries. The female patient weight was 5 kgs and age was not provided. The age and weight of the remaining four female patients were not provided.